Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 570 mg/dl. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin, saline, and potassium. Reportedly, customer left the ER 24 hours later with customer in stable condition (bg 243 mg/dl).